Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that under power the distal tip of the screwdriver snapped off leaving the distal tip free floating in the patient. No patient adverse event was reported.

Manufacturer narrative:
Visual inspection revealed the distal tip of the long cannulated screwdriver was broken. It is likely that the instrument experienced high forces, and/or was detached incorrectly, causing the tip to get damaged/broken. Review of the device history records indicated the screwdriver has been visually inspected, and met all quality inspections prior to release. In addition, the instrument was functionally tested prior to shipment and determined to be fully functional.

Event description:
No additional information was provided.